Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a manufacturing representative reported they met with the patient last tuesday and impedances were tested. All contacts had shorts. The implantable neurostimulator (ins) voltage was at 2.71 v. X-rays were done and there was no sign of a break in the system. The manufacturing representative met with the patient again to check impedances and the ins battery voltage. While programming, the manufacturing representative was able to get side effects. If the shorts remained, the patient would have a troubleshooting surgery done.

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), product type: implantable neurostimulator. Product ID: 3387s-40, lot# va0xy58, product type: lead. Product ID: 3708660, serial# (B)(4), product type: extension. Product ID: 3708660, serial# (B)(4), product type: extension. (B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative reported that shorts were measured on (B)(6) 2015. Low impedances on the right ins were measured on the following electrode pairs: 0-1 = 125, 0-2 = 125, 0-3 = 98, 1-2 = 98, 1-3 = 125, and 2-3 = 124 ohms. The right implantable neurostimulator (ins) was programmed to c+, 1- at 3v, 100 usec, and 100 hz with a therapy impedance of 521 ohms. High impedances on the left ins were measured on the following electrode pairs: c-3 = 2374 and 0-3 = 4223 ohms. The left ins was programmed to c+, 1- at 3.0v, 100 usec, and 100 hz with therapy impedances of 1071 ohms. The right ins battery was at 3.08v and the left ins batter was at 3.12v. The hcp was able to program around the shorts and the patient's therapy was good. Therapy impedances were fine and within normal limits. Everything had gone fine during the stage one and two implant procedures. Following the stage two procedure the patient did rehabilitation and had programming done. No intraoperative diagnostics were performed during the procedure and no symptoms were reported. Refer to manufacturer report #3004209178-2015-19131.